Manufacturer narrative:
The system will be serviced on sight, therefore; a product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
A prolieve thermodilitation system was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, the prolieve thermodilitation system rebooted and displayed an error message of "runtime error method ~ of object failed ~." The procedure was completed with another prolieve thermodilitation system. No patient complications were reported as a result of this event. The patient's condition is unknown.